Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided information for a complete pump reset. After the reset, the issue did not reoccur, and the customer was able to successfully start a new sensor session.